Event description:
Information received from the field notes oversensing of myopotentials in the bipolar sensing configuration at 1.0 mv and 0.5 mv sensitivies. Bipolar ventricular undersensing was noted at less sensitive settings. Bipolar ventricular lead impedance was 234 ohms. The physician elected to leave the device in the unipolar pace/sense configuration. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received